Manufacturer narrative:
(B)(4). The actual complaint product is available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units involving different patients. This is the first of four reports. Refer to 8030647-2016-00194 for the second patient. Refer to 8030647-2016-00195 for the third patient. Refer to 8030647-2016-00196 for the fourth patient. It was reported that, the catheter broke (became detached) from the hub and became lodged in the patient's airway. No additional information provided.

Manufacturer narrative:
Additional information event date: correction: additional information received with a correction in the date of event additional information, a medwatch form was received on 29sep206 for this reported event; however, the initial MDR was filed on 23sep2016. The date of event was reported on the medwatch form as (B)(6) 2016. UDI # :(B)(4). The actual complaint product was returned for evaluation. One sample device was returned. The original packaging was not returned with the device. The bushing is detached from the cone adapter. The bushing was examined under magnification. There is a visible ring of adhesive residue seen on the outside of the bushing. This is located at 9mm from the proximal tip. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener. There is inconsistent coverage of adhesive seen on the components. Inside the cone adapter, the adhesive appears heavier on one side, but is seen all the way around. Root cause: a manufacturing investigation was opened and the root cause was due to manufacturing equipment. During manufacturing, a gap can form between the bushing and cone adaptor that may cause weak bonding. Corrective actions are on-going. The device history record for the lot number, m6069t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received that states, the catheter became disconnected from the airway.